Event description:
The customer reported the device would not discharge during testing. There is no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device would not discharge during testing. There is no pt involvement. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.